Event description:
Related manufacturer report number: 2017865-2024-03791. It was reported, during in clinic follow up. That the atrial and right ventricular lead exhibited oversensing, due to noise. During revision procedure, it was discovered, that the insulation of both leads was damaged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.